Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. Customer's blood glucose was 176 mg/dl. Reportedly, customer continued pump therapy.